Manufacturer narrative:
The additional adverse patient effects referenced will be filed under a separate medwatch report #. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of death is listed in the supera instructions for use as a known potential adverse effect of peripheral percutaneous intervention. Based on the case information, a conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided. Article title: comparison between interwoven nitinol and drug eluting stents for endovascular treatment of femoropopliteal artery disease.

Event description:
It was reported through a research article identifying supera may be related to the following: patient death, amputation, surgical intervention, revascularization, rehospitalization. This article summarizes clinical outcomes of 124 patients that were treated with supera stents. Specific patient information is documented as unknown. Details are listed in the article, titled "comparison between interwoven nitinol and drug eluting stents for endovascular treatment of femoropopliteal artery disease."